Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer alco wheelchair, serial number (B)(6) that had brakes that could not be engaged. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 01/23 for mw5181233 to update manufacturer to alco sales & service co. And procode to ior.